Event description:
The complaint involved a patient who underwent knee revision surgery on (B)(6) 2014. The original surgery was dated (B)(6) 2009. The revision surgery was performed due to tibial instability. The surgeon performed an exchange of the tibial insert, retaining bolt and patella. The ultra tibial insert was exchanged from a 5 x 12mm to a 5 x 14mm.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.